Manufacturer narrative:
The other integra 400 plus analyzer serial number was not provided. The customer verbally stated that their qc was acceptable. The field service engineer (fse) found that the onboard calibrators were on for too long and replaced them. The customer performed calibration and qc successfully. The fse stated that the calibrator bottles removed had dates from february and march. Per product labeling, "once opened, ise calibrator direct is stable on-board for up to 8 weeks." The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. H3 other text : na.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas integra 400 plus module. The initial na result from integra analyzer serial number (B)(6) was 133 mmol/l. The sample was repeated on another integra analyzer was 127 mmol/l. The sample was repeated on a another analyzer due to ongoing ise issues with that analyzer. The initial result of 133 mmol/l was deemed correct. No questionable results were reported outside of the laboratory.